Event description:
It was reported that the patient had atrio-ventricular node ablation one day post implant. The following day, the right ventricular (rv) lead exhibited loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.